Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor session ended before 7 days occurred. Data was evaluated and the allegation was confirmed as a early sensor expiration was found. The probable cause could not be determined. The reported event of sensor session ended before 7 days is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.